Manufacturer narrative:
Continuation of d10: product ID 3888-56 lot# va1sxa9 serial# implanted: (B)(6) 2022. Explanted: product type lead product ID 3888-56 lot# va1sxa9 serial# implanted: (B)(6) 2022. Explanted: product type lead. Correction to section e: the initial reporter's address has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were trying to get an MRI this morning but their stimulator would not go into MRI mode. Patient stated they were in the hospital 2 months ago, they had it on MRI mode, were able to do a MRI and nothing bothered them. Patient was in MRI mode; controller showed MRI cannot be determined 02801010000. Agent consulted with ts and reviewed information with patient. The patient was redirected to their healthcare provider to further address the issue. Patient reported they were not happy with stimulator and they check shocked every time they turn it on. Issue not resolved.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 3888-56 lot# va1sxa9 implanted: (B)(6) 2022 product type lead product ID 3888-56 lot# va1sxa9 implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their stimulation quit working and started shocking them. Patient stated that they lost their controller and they couldn't charger right now. Patient said they met with a rep for reprogramming and stim worked for a bit, then started shocking them again. Patient later mentioned they were getting ready to put new leads in the patient because patient needed more from it.